Event description:
A malfunction code identified as malf 3 was reported, which did not occur due to any notable prior events. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. As a corrective action, the customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. A replacement pump was arranged, and the customer was instructed to put the pump into storage mode and return it using a pre-paid label within 10 days, which they understood and acknowledged.